Manufacturer narrative:
The insulin pump had a missing end cap sticker, cracked window display corners and cracked reservoir tube lip. The insulin pump was unable to prime during the prime test and alarmed during the basic occlusion test due to a loose/protruded drive support disk.

Event description:
The customer reported an alarm and insulin squirting out during the manual prime. Troubleshooting was performed, and found that the drive support cap was protruding. Advised the customer that the insulin pump would be replaced. The reported blood glucose reading at the time of the call was 170 mg/dl. Nothing further was reported.